Event description:
The customer reported obtaining false low sodium (na) patient result on their au480 clinical chemistry analyzer. The customer repeated the patient sample on another analyzer with results considered correct. There was no change to treatment, injury or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) assisted the customer to evaluate the au480 clinical chemistry analyzer. The fse advised the customer to replace the ion-selective electrolyte (ise) tubing. The failure mode was determined to be the ise tubing. The customer cleaned the electrodes and replaced the ise tubing which resolved the issue. No further issue was observed. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).